Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5 fr sheath. It was reported that the balloon ruptured before second resistance was established. No procoagulant had been delivered, so the catheter was removed and manual compression was used to seal the patient. After device examination the entire balloon was present, but was found to have a complete radial tear. No complications were reported.